Event description:
During a programming session, an advanced bionics rep attempted to perform a software upgrade to the pt's implant. The rep was unable to upgrade the pt's implant. The physician will be informed of the event. The pt was programmed and is doing well.